Event description:
Customer reported that after intubation performed and connecting the unspecified model ventilator, an alarm event occurred. The end clinician elected to replace the tube and the problem was resolved. The customer reported that the medical examiner discovered a abnormal air leakage. The caller reported that no patient harm was reported and confirmed the tube was pretested.

Manufacturer narrative:
Conclusion not yet available. Evaluation in progress.